Manufacturer narrative:
The sample was received for investigation: no shunt was received. Shunt delivery system was fully depressed, pulled in and didn't protrude from the cannula opening. It seems that the shunt delivery system trigger was operated and performed its functionality releasing the shunt. The shunt was not received for investigation. Therefore, the complaint cannot be confirmed. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. Since the complaint cannot be confirmed, the root cause cannot be determined (B)(4).

Manufacturer narrative:
Evaluation summary: the sample was received and sent for sterilization prior to investigation; therefore, the condition of the product could not be verified. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no similar complaints for the reported lot. The root cause is inconclusive and will be reassessed upon completing the investigation. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device (gfd) implant procedure, the gfd was unable to be released before implanting. The surgery was performed with another device. No additional information is expected.